Manufacturer narrative:
The report event of high impedance was confirmed. Returned octrode lead (cut into 3 segments) had a kink with all internal wires broken on one of the segments (stimulation end segment); which can cause the reported event. The cause of the fracture is consistent with an overstress condition or sudden event the lead was subjected while in vivo.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided on the final report.

Event description:
It was reported that upon interrogation, high impedance issue was observed. Lead was explanted to resolve the issue. There were no complications during the procedure.